Event description:
It was reported that the patient felt ill and followed up at the hospital. The pacemaker showed elective replacement indications and the battery voltage had dropped in a few months time. It was also noted that the battery impedence showed a sudden rise. The pacemaker was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.